Event description:
The sales rep reported a knee revision surgery due to pt infection. The surgeon removed and replaced the tibial insert and cr femur implants. The original implant surgery was on (B)(6) 2013 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
The implant was not returned for examination; therefore, omni could only use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of mfg records were performed. All implant lot records were reviewed and there were no deviations from process or non-conformity of product reported that would result in pt's infection.